Manufacturer narrative:
Product was not returned for evaluation, but images of product damage was provided. Per image evaluation, the reported damage was confirmed. 3 images were reviewed. Image 1 showed a damaged catheter. Catheter body appeared to be cut at the proximal end of the thermal filament, exposing leadwires and what appeared to be kevlar fibers. Image 2 and 3 showed blood on a om connector and a hemosphere oximetry cable. The lot number was not provided thus a device history record was not reviewed. There is no statement in the instructions for use (IFU) regarding suturing of the swan into the heart, however, it is considered standard of practice to ensure that the catheter is clear of any sutures connecting the device to the heart before closing the chest upon the conclusion of open-heart procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the root cause is related to a procedural error. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. Additional FDA product codes are: kra, dqe, and dqo.

Event description:
It was reported that a swan ganz catheter was sewn into a patient's heart during a mitral valve replacement and coronary artery bypass graft x2. Initially, the physician reported to the clinical field representative (rep) that blood was leaking from the svo2. Upon opening the door of the cable, blood was seen dripping from the fiberoptic cable. The rep requested for the physician to remove the swan ganz catheter and keep it for evaluation. After catheter removal, the physician reported back to rep that the blood leakage was caused by the surgeon sewing the catheter into the patient. Physician reported that after two physicians couldn't remove the catheter, the surgeon "yanked the sewn in swan from the patient, subsequently shredding it". There was no malfunction with the swan. No imaging was done when resistance was felt while removing the catheter. No additional interventions were required. The patient recovered in the ICU and moved to step down unit on post-op day 2.